Manufacturer narrative:
The repair inspection identified the insulation beak at the distal end of the sheath was found broken off. It is unknown if a patient was involved as there was no information olympus received with the asset device. The potential cause of the reported defect can be due to thermal mechanical overload, improper handling, mechanical stress and or attributed to wear and tear. It cannot be determined with certainty, whether there was a previous damage on the device or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. The IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. In the case of unclear remains of fracture fragments, of the insulating insert made of ceramic, these can be localised with a suitable x-ray procedure or computer tomography and removed, if necessary. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was sold on (B)(6) 2015. In general, the customer is required to check the function of all devices used prior to a procedure and that a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the following: warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.

Event description:
The olympus repair center received an olympus asset, rigid inner sheath, for repair. There was no defect or malfunction associated with the device. However, upon inspection, the insulation beak at the distal end of the sheath was found broken off. No death, injury or harm has been reported to olympus.